Event description:
It was reported to philips that the wireless footswitch loses power when picked up on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ups 1phase data integrity controller sp and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).